Event description:
It was reported that backup mode with no defibrillation therapy available was observed on the device. It was suspected that the backup condition was related to not reprogramming the device to magnetic resonance imaging (MRI) mode prior to MRI exposure. The device was reprogrammed to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.